Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the multi link 8 coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous proximal right coronary artery. An unspecified 2.5 x 12 mm balloon dilatation catheter (bdc) was used for pre-dilatation. A 3.0 x 28 mm rx multi-link 8 stent delivery system (sds) was advanced with no resistance felt to the lesion and crossed. The stent implant was deployed at 12 atmospheres and following deployment a proximal edge dissection was observed. A 3.5 x 23 mm rx multi-link 8 stent implant was deployed to successfully cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.